Manufacturer narrative:
(B)(4). The ziv6-35-125-6.0-60-ptx of lot number c773934 was implanted in the pt and therefore is not available for eval. With the info provided, a document based investigation was carried out. According to complaint info provided, worsened claudication was observed on the pt. It can be noted that worsened claudication indicates progression of peripheral artery disease and can also be associated with restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e. G. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to limited info and lack of imaging, no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to info provided, pta was performed against the restenosis and the pt's condition recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-60-ptx stent was placed in the left sfa of a male pt. On (B)(6)2014, 100% restenosis of the lesion was confirmed. Worsened claudication was observed on the pt. On (B)(6) 2014, pta was performed against the 100% restenosis and the condition of the pt improved.